Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 500 mg/dl and it was addressed with a correction bolus/manual injection. The customer indicated that the site would be changed. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.